Manufacturer narrative:
(B)(4).one (1) concha smart column was received for investigation. Upon receipt the column was visually examined for any signs of abuse/misuse/damage. Nothing noted. Check valve test: the check valve discs for the conchasmart demonstrated that all three valves would move as the column valves were turned from one side to the other showing the discs themselves were free to move. A syringe was connected to the upper tube to push and pull upper check valves. Both upper valves moved back and forth freely with no impedance. The same syringe setup was used to confirm the proper operation of the lower check valve. Column/bottle test: the returned column was connected to a concha water bottle in correct position. Both upper and lower tubes were punctured into the concha water bottle. As the bottle of water was suspended onto the neptune mounting rails water immediately started flowing into the column. The conchasmart column filled to the bottom of level sensing tube and stopped as expected. The column was then connected to a 2414 comfort flo circuit with a 2411-04 neonate cannula. Using 3lpm of air flow with no problems, the air flow was disconnected from the cannula with no water level increase into the circuit. The airflow was reconnected to the infant cannula at 3lpm. The nasal nair was occluded allowing the pressure to build in the bottle until the comfort flo relief valve (also returned with the sample) actuated representing the worst case back pressure for the system. The airflow was disconnected again allowing the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. The complaint was unable to be confirmed as the situation was not able to be recreated even at the highest back pressure settings. To ensure the correct operation of the column, a small amount of water was poured into the column and then the column was inserted into a neptune heater. The neptune heater was allowed to heat up. After approximately 3-4 minutes the low water indicator lamp came on which confirmed the column low water float system was functional. The column was lifted out of the neptune and the lower water indicator lamp went out. The device history record review was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for both lots in question that can be associated to the complaint reported. Dhrs show that the product was assembled & inspected according to our specifications.functional inspection and additional testing did not confirm the alleged complaint. The complaint cannot be confirmed. No further action required.

Event description:
Customer complaint reads: "the valve on the column would not close and cause the circuit to fill with water." No patient injury or complication was reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reads: "the valve on the column would not close and cause the circuit to fill with water." No patient injury or complication was reported. Patient condition reported as fine.